Event description:
It was reported that during implant, the lead could not be tightened to the device due to a suspected set screw malfunction. The device was not implanted and replaced.

Manufacturer narrative:
Upon receipt, a test lead was unable to fully insert into the header since the set screw was already fully torqued into the header. Once the set screw was backed out, lead insertion was normal.